Manufacturer narrative:
The unit was returned for failure analysis, and the reported failure was not confirmed or replicated. No error logs related to the reported failure were found in artemis. Visual inspection revealed no issues associated with the reported event. The unit was integrated into a known-good pca system and functioned as expected. It powered on without any issues, and the receptacle and neutral pad port light-pipe illumination were confirmed to be within acceptable limits. During system drive testing, all ports (bipolar and monopolar) successfully delivered energy throughout cautery testing, with smoke generation and audible tone verified. The unit also completed fixture testing (functional stations 2 and 3), with both tests passing. Per the e-200 fa test matrix, the unit passed all required tests. Based on these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the e 200 generator was not working. The surgeon was unable to obtain monopolar or bipolar energy. The procedure was completing as planned. No known impact to patient was reported.